Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a balloon leak occurred. The instent restenosis of another manufacturer's stent was located in the non-calcified and non-tortuous left anterior descending artery. The physician treated the lesion using rotational atherectomy. Next, the 20mm x 3.5mm quantum maverick balloon catheter was advanced across the lesion. As the physician inflated the balloon 4 to 5 times to at least 16 atms per inflation an accumulation of contrast in the vessel distal to the maverick was noted and a leak in the balloon was thought to have occurred. The balloon was inflated outside of the patient, however, a balloon leak could not be detected. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a balloon leak occurred. The instent restenosis of another manufacturer¿s stent was located in the non-calcified and non-tortuous left anterior descending artery. The physician treated the lesion using rotational atherectomy. Next, the 20mm x 3.5mm quantum maverick balloon catheter was advanced across the lesion. As the physician inflated the balloon 4 to 5 times to at least 16 atms per inflation an accumulation of contrast in the vessel distal to the maverick was noted and a leak in the balloon was thought to have occurred. The balloon was inflated outside of the patient, however, a balloon leak could not be detected. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed an excessive amount of crystallized contrast in the distal shaft and balloon. The device was placed in a warm bath to loosen the dried contrast, however, this attempt was unsuccessful. Due to the amount of crystallized contrast, functional testing could not be performed. Microscopic examination revealed that the tip of the device was flared. Two shaft kinks were located approximately 11.5cm and 11.75cm proximally from the tip. The balloon was microscopically examined and no damage or irregularities were found. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).